Event description:
Overdelivery reported. The pump was set up to deliver meperidine 10mg/ml, patient controlled analgesia plus continuous mode, 10mg/h, 10mg patient-controlled analgesia dose with a 10 min pt lockout and a 200mg 4 hr limit. A new 30ml (300mg) medication vial was started at 3:20pm and a nurse noted that "the settings were correct at that time." At 6:30pm, the medication vial was empty. The nurse realized that the vial had emptied sooner than expected. The settings were reviewed and it was observed that the pump was set for ml dosing instead of mg dosing. The pump display indicated 10ml/h with a patient-controlled analgesia dose of 10ml instead of 10mg/h with a patient-controlled analgesia dose of 10mg. The nurse felt "the pump must have changed settings from mg to ml on its own because the settings were correct at 3:20pm." The pt reportedly "felt drugged" but remained alert and talkative. The pump was discontinued at 6:30pm. The pt did not experience any adverse sequelae. No add'l info was available.